Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "exchange with no complaint against the device". Later, healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device remains implanted.

Event description:
Later, healthcare professional reported breast cancer (not device related) and there was no rupture on the right side. Capsulectomy was performed.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-report a0412 as it did not occur. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ cancer: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, opening, wear abrasion and non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.